Event description:
It was reported to boston scientific corporation in 2008, that a gi retrieval balloon was planned to be used for an ercp (endoscopic retrograde cholangiopancreatography) procedure of the common bile duct on the day before. According to the complainant, during preparation, the balloon failed to inflate. The procedure was successfully completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A search of the complaint database did not identify any similar complaints reported for the same lot number.